Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would change the pump supplies and then the occlusions would reoccur. The customer¿s blood glucose (bg) level was over 400 mg/dl with a moderate level of ketones. Insulin injections were administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.